Event description:
Pt with ischemic cardiomyopathy and inducible vt has an ICD with an epicardial lead system. Pt seen in the ICD clinic 1/20/97 and it was determined thru non-evasive evaluation that his sensing lead had an insulation break. Admitted for new endocardial defibrillation lead on 1/21/97. During or procedure, leads were evaluated by psa device and impedance values were within normal limits. MFR indicated during procedure that the ICD can measure inaccurate impedance valves when initial measurement is below 300 ohms. Therefore ID and leads were both replaced.